Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during investigation, the pump powered on to a discolored display. Unrelated to the original complaint, the battery compartment was observed to be cracked below the grip pad.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. Reportedly, the screens could be read/maneuver safely, there was no evidence of moisture or corrosion in the pump and contrast reset did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
This report is being resubmitted at the direction of the FDA esg group. The report was originally submitted under MDR# 2531779-2015-38706 on 10/27/2015. The report was unable to be processed completely due to an issue with the esg system. This is not being considered a late submission due to the technical issues with the esg system.a supplemental report was submitted on 11/9/2015 to report investigation results.this report is being submitted to ensure the information from the intial report is included with this MDR record. Device manufacturing date: 9/27/2012.(B)(4)

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. Reportedly, the screens could be read/maneuver safely, there was no evidence of moisture or corrosion in the pump and contrast reset did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.